Event description:
The customer reported that the insulin pump turned itself. The caller stated that the last time she gave herself a bolus of 1.20 units, but his blood glucose was increasing rapidly, and the customer treated with the insulin pump. The customer mentioned that there was a hospitalization for low blood glucose of 35 to 37mg/d a few months ago. The caller stated that he fell asleep and his wife found him unconscious. The customer was in the hospital for four days and was treated with an intravenous medication. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime and the insulin did exit. Advised the customer to call back after receiving the tubing clamp to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.